Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission and stored electrograms revealed post sensed t-wave oversensing on the implantable cardioverter defibrillator and noise was noted on the right ventricular lead. Isometrics were performed and no noise or oversensing was observed in the clinic. The lead was capped and replaced on (B)(6) 2018. The patient was in stable condition during and post procedure.

Event description:
New information noted the lead was oversensing noise. The lead was capped and replaced on (B)(6) 2018.